Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient presented with symptoms of decreased level of consciousness, altered mental status, and weakness to the left side of the body. Neurosurgery was consulted and a craniotomy was performed. A previously unreported cva which had developed in (B)(6) 2014 was observed upon CT. Anticoagulation was stopped and the patient's inr was reversed with fresh frozen plasma. At the time of the event the patient's inr was therapeutic at 2.4. It was reported that the pump was operating as expected and vad parameters were all within normal limits. The patient expired on (B)(6) 2016 due to subarachnoid hemorrhage.